Event description:
The customer reported distortion of the images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and installed a video filter. System operates as intended.